Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained a cracked screen, with a picture provided, and a replacement was determined to be needed; the device¿s functionality was uncertain and its water resistance was deemed compromised, and the user was advised to back up data and prepare backup therapy. Symptoms included no reported changes in blood glucose and no alerts or alarms. Outcomes included arrangement for replacement and instructions for return, data syncing, shutdown, and acknowledgement that therapy data would not transfer while cgm data could continue to be received. Investigation included remote troubleshooting and education, review of the submitted image, and verification of shipping information. Investigation of this device revealed visible physical damage to the display component consistent with a screen break, with no evidence of device-generated alarms or therapy interruption reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to a damaged display assembly.